Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was implanted in the pt. A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. A similar complaint review was performed and no other complaints on this batch have been reported. No corrective/preventive action is needed, because a review of the number of complaints relative to monthly sales was conducted for the compalint code and the percentage rate of complaints observed has not exceeded the expected occurrence rate for this issue as documented in the risk mgmt documentation for this product. It is possible that the deployed stent was fully expanded, especially at a bend, and the stent to vessel apposition was not adequate at its proximal end and while removing the delivery system, it could have dragged the stent proximally due to surface friction of the system to the stent. The perception that the proximal markers were separated from the stent under angiography is impossible since the tensile force it takes to separate each marker band is many times higher than the stent itself. It is possible that the operator had visual errors when viewing the stent at a certain angle where the marker bands can be superimposed onto each other and potentially give the viewer false observation that only two of the four proximal marker bands were present. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported to boston scientific on 1/18/07 that a customer encountered problems during use of a stent. According to the customer: "during the procedure, after deployment of the stent and during withdrawal of delivery system, the stent migrated proximally. It appeared to have stretched, upon further angiography, it was noticed that two of the four proximal marker bands were separated from the stent." The procedure was completed with this device and it was decided not to complete the coiling portion of this procedure. No pt complications were reported and the pt's condition is reported as fine.